Event description:
It was reported that the system would read "interlock error" at the end of the boot up cycle and was unable to produce x-ray. There is no report of injury or death associated with the event described n this complaint.

Manufacturer narrative:
A ge representative evaluated the system and replaced a blown fuse. The system operates as intended.